Event description:
Two endeavor sprint rx drug-eluting stents were implanted, overlapping, at the mid lad for treatment of the target lesion. Two endeavor sprint rx drug-eluting stents were also implanted, overlapping, at the ramus branch for treatment of the target lesion (MFR report #2953200-2009-01642). A dissection was reported to have occurred before stent implant.

Manufacturer narrative:
Eval - results: dissection.